Event description:
A pt experienced an issue regarding stimulation from their device. The pt was initially unable to "increase the depth" of his stimulation. The pt's device was set at 10.5. Later, it was reported that the pt had felt a shocking/jolting sensation with sharp pain, when the pt either turns on the device or moves. The issue occurred following a fall, in which the pt hit his back where the lead was located. Recharging the device was normal, and no further issues were reported. The pt was noted to be home and in fair condition. Additional info is being requested from the hcp, and will be provided in a follow-up report as it becomes available.

Manufacturer narrative:
(B)(4).